Event description:
It was reported that the hcp was "calling for an emergency room physician colleague" and was attempting to shut off the pump emergently. The pt was reported to be apneic." Additional info has been requested, a follow-up report will be sent if additional info becomes available. Pt info was denied.

Manufacturer narrative:
(B)(4).